Manufacturer narrative:
Other relevant device(s) are: product ID: 3986, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a lead revision scheduled due to stimulation not being in the right location. The representative reported they would have to change out the ins as well due to the current surgical lead options. No further complications reported.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 3986 lot# serial# (B)(4) implanted: 1994-(B)(6)explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. Contradictory to their previous report, the representative noted that a revision hadn't been scheduled yet. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3986, serial# (B)(4), implanted: (B)(6) 1994, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the healthcare provider put another lead in the thoracic space at t8 instead of revising the old lead. They also placed a new battery in the patient's right buttock and the patient was doing well. No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3986, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The cause of the stimulation not being in the right location wasn't determined and the issue had not been resolved. They aren't aware of the initial time the issue occurred or the weight of the patient. The doctor wanted to wait until (B)(6) 2018 to perform the revision. This information was confirmed with the doctor. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3986, serial# (B)(4), implanted: (B)(6) 1994, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the revision was scheduled for (B)(6) 2018. No further complications reported.